Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue with the helix of the right ventricular lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted, and with the rv exposed coil was stretched. The helix test was performed. Helix could be extended. But visibly, the helix was slightly bent in extension position. If information is provided in the future, a supplemental report will be issued.